Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the most probable cause of the damaged blade here is user error. The operating hours of 12, 21hours and an application of 261 times indicate that the glued areas on the camera head have been the normal wear and tear and multiple reprocessing processes, resulting in a leak and moisture getting inside and causing a loose contact at the led. During the investigation, it was found that a software update is required, but that has no effect on the malfunction. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the blade was found faulty it had very dim led and or poor image and could not be used. No negative consequences to patient, user or third occurred. The procedure could be completed successfully with a spare device.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).